Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during an attempt to reposition an azur coil inside a framing coil, the azur coil detached from the pusher wire. The coil was removed and the embolization procedure was completed with other azur coils. There was no reported intervention or patient injury. The current patient's status is reported to be "ok."

Manufacturer narrative:
The device was received for evaluation, without the pusher. The implant coil was noted to be stretched from the proximal tie knot section. The proximal monofilament tie knots were still present. The over coil was noted to be stretched and broken at the proximal end; however, the distal end of the over coil was intact. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is not known, although the device exhibits evidence that it was subjected to forces that exceeded its strength specifications.